Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was used during a shoulder decompression arthroscopy procedure on (B)(6) 2022 when it was reported that the ¿tip broken/melted¿. Further assessment questioning found the incident with the device was further described specifically as it melted. The device was being used in the sterile field when it fragmented and fell into the surgical site. All fragments were retrieved using another surgical instrument (grasper). There was no delay to the surgery time as another aes-90sn device was used to complete the procedure. The patient was not injured, and no medical/surgical intervention or hospitalization was required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of activated probe outside the field of view. Care should be taken in procedure that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying radio frequency. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was used during a shoulder decompression arthroscopy procedure on (B)(6) 2022 when it was reported that the ¿tip broken/melted¿. Further assessment questioning found the incident with the device was further described specifically as it melted. The device was being used in the sterile field when it fragmented and fell into the surgical site. All fragments were retrieved using another surgical instrument (grasper). There was no delay to the surgery time as another aes-90sn device was used to complete the procedure. The patient was not injured, and no medical/surgical intervention or hospitalization was required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.